Event description:
It was reported that, on an unknown date, an extension set smallbore 60in spiros generated a leak during patient use. The reporter stated that the blue clave where the syringe was attached was defective. When the syringe was attached, the inner membranes became caved in and detached. Due to the issue not being visible while the syringe was attached, medication was infused on the pump. The medication was leaking while running, that's how the issue was identified before chemo was given. The packaging was discarded. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One (1) used and one new list# ch3147, 60" were returned for evaluation. As received the silicone was observed to be stuck down from the used sample of the clave. No additional damage or anomalies were observed. The clave from the new sample was activated and no stick down was observed. The used clave was dissembled and a slightly bent spike and a tear on the side of the seal was confirmed. No tear on the top seal was confirmed. Complaints of sticking down can be confirmed. The probable cause is typical when the access connector is not straight on (without angled or sliding entry). The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.